Event description:
Product analysis for the explanted generator was approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Lead product analysis is captured in MFR report #1644487-2012-02681.

Event description:
On (B)(6) 2012, additional information was received indicating that the patient underwent explant due to lack of efficacy, dislike of appearance, and patient comfort, not to preclude a serious injury. The lack of efficacy was due to the patient being a non-responder to vns therapy. The patient was last seen on (B)(6) 2012. The patient presented with severe neck pain. The patient's device was disabled, and the pain resolved. The lead impedance was ok. There was no indication of chest pain. The patient was reported to be very thin. No additional information was available.

Event description:
On (B)(6) 2012, it was reported that a patient's lead and generator were explanted due to pain and discomfort. The generator was protruding through the skin and the surgeon did not think the device was efficacious for the patient. It was stated that the patient was very thing and that the device would be seen through the skin. Although the incision healed, the patient was uncomfortable with being able to see the device and feeling slight pain/discomfort. The explanted generator and lead were received on (B)(6) 2012 and are currently undergoing product analysis.